Event description:
A pharmacist reported that a surgeon complained about poor cutting performance of the knife. This happened three times in the same morning, during three different surgeries, with several knives from the same lot. All surgical procedures were completed without consequences for the patient.

Manufacturer narrative:
Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).